Event description:
It was reported that the customer experienced high blood glucose levels of 455 mg/dl on (B)(6) 2014. The customer reported her blood glucose level to be 84 at the time of the event. The customer reported that she had some defective infusion sets last month. Her infusion sets were leaking insulin. Since she was not getting her insulin this put her into a diabetic ketoacidosis. She was not hospitalized or diagnosed by a doctor. As a result, the customer was sent emergency and replacement supplies. No product is being returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).